Event description:
A doctor reported, through a distributor, about a patient on whom the doctor had performed a laparotomy and tuboplasty for the diagnosis of cornual occlusion in 2002. The reporting doctor noted the patient was exceptionally thin. The patient was discharged on the third post operative day. One week post operatively the patient developed severe abdominal pain. Antibiotics were prescribed. The pain persisted and one week later the patient was noted to have a raised lump under the incision along the entire length of the wound. There were no signs of infection. An ultrasound revealed a fluid collection, which was extraperitoneal. Three weeks after surgery the pain and mass persisted and the incision was re-explored. The collection was between the muscles and the anterior rectus sheath. 150-200 ml of fluid was removed. The fluid was reported to look like intergel. The patient's symptoms went away and the patient recovered. A qualified medical professional reviewed the reported events and noted: "this appears to be a case of subfascial collection of intergel present 3 weeks after surgery."